Manufacturer narrative:
The technician found the head up valve was aged and the neoprene plunger was worn. He replaced the head up valve to repair the bed.

Event description:
Information received indicates the head up function is not working.